Event description:
Healthcare professional reported immediately after injection to the lips with juvederm ultra xc, while physician was massaging the injection site, the pt's lips began to swell "quickly" spreading to the tongue and throat, "obstructing the pt's breathing". The swelling extended up the left side of the face towards the eye. Pt was admitted to the hospital overnight for a "suspected allergic reaction", treated with "phenergan" and prednisone", and released the next day. Before release it was noted that the pt had developed a "small cold sore on the lip". Upon release, from the hospital, the injecting healthcare professional performed a skin test which "confirmed" the allergic reaction; pt was admitted to the hospital again for one day for observation due to previous reaction. The reported symptoms resolved 2 days after injection.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device history report summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: contra-indications: juvederm ultra xc must not be used in: pt with known hypersensitivity to lidocaine or to amide-type local anaesthetics. Precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the pts must be informed that there are potential side effects associated with implantation of this product. Which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Any other undesirable side effects associated with injection of juvederm ultra xc must be reported to the distributor and/or to the MFR. Warnings: juvederm ultra xc must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.).